Event description:
It was reported that egms revealed noise and diminished sensing and impedance on the rv lead. In (B) (6) 2009, the patient had 147 vf episodes with shocks delivered. In (B) (6) 2009, the patient had another 47 vf episodes with shocks delivered. Sjm staff was not informed of these events. Due to the patient's age, cardiac and mental status, the family and physician decided not to replace the system.